Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding suction cylinder has no color, switch box has a dent, adhesive around objective lens has discoloration, and adhesive on bending section cove is detached. Due to annual inspection, parts must be replaced, and adhesive around objective lens has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive around the light guide lens had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.